Event description:
It was noted a pericardial effusion (pe) occurred. The patient died. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram and fluoroscopy. Pre-procedure imaging showed a pre-existing pe with 0.48cm in size and this did not progress throughout the procedure. Groin access was obtained at 08:25 am, transseptal puncture was performed at 08:35 am using a non-boston scientific (bsc) needle and sl1 sheath, and 7,000 units of heparin was given afterward. A watchman fxd double curve access system (was) was inserted. A guidewire was used and took two (2) times to get into position. A 20mm watchman flx closure device and delivery system (wds) was advanced, deployed, and implanted at 09:05 am after meeting release criteria. A worsening of the pre-existing pe was ruled out after transseptal puncture, during the procedure, and after release of the closure device. It was noted it was a straightforward procedure without doubts or objections. The procedure was concluded. At 09:40 am, hypotension was noted which prompted a transthoracic echocardiogram (tte) which revealed a pe that was 0.63cm-1.3cm, good ventricular mobility, no compromise, and no increase in the pe over 10-15 minutes. The physicians considered that this is too small of a pe for this drop in blood pressure, so the vascular surgeons were called to rule out retroperitoneal hematoma, which the exclusion being performed at 10:00 am. At 10:05 am, repeated adrenaline medication administration was necessary, and the pe was noted to have grown to 1.13cm-1.3cm, so the decision was made to perform a subxiphoid pericardial puncture and pericardiocentesis at 10:08 am. The aspirated amount of blood did not match the pe of 1.3cm, as there was far too much dark blood noted during the aspiration. The patient then became unstable and required resuscitation at 10:19am, catecholamine, blood reserves, and plasma administration as well as a chest compression system device. As this was occurring, the team was organizing a transfer to cardiac surgery, but at 10:44 am a 1.54 cm pe was observed on the tte and at 11:07am there was still no return of spontaneous circulation (rosc), so a decision was made to discontinue therapy. At 11:16 am, the patient was pronounced dead, approximately one (1) hour after the closure device was implanted. In the physician's opinion, improper location of the initial deployment of the wds caused the pe.

Manufacturer narrative:
H6 evaluation method code added: analysis of images. Medical media was provided and is related to pericardial effusion and does not appear to depict any unrelated device or user related allegations. No further review is required by either boston scientific (bsc) medical safety or watchman medical media subject matter experts.

Event description:
It was noted a pericardial effusion (pe) occurred. The patient died. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram and fluoroscopy. Pre-procedure imaging showed a pre-existing pe with 0.48 cm in size and this did not progress throughout the procedure. Groin access was obtained at 08:25 am, transseptal puncture was performed at 08:35 am using a non-boston scientific (bsc) needle and sl1 sheath, and (B)(4) units of heparin was given afterward. A watchman fxd double curve access system (was) was inserted. A guidewire was used and took two (2) times to get into position. A 2 0mm watchman flx closure device and delivery system (wds) was advanced, deployed, and implanted at 09:05 am after meeting release criteria. A worsening of the pre-existing pe was ruled out after transseptal puncture, during the procedure, and after release of the closure device. It was noted it was a straightforward procedure without doubts or objections. The procedure was concluded. At 09:40 am, hypotension was noted which prompted a transthoracic echocardiogram (tte) which revealed a pe that was 0.63cm-1.3 cm, good ventricular mobility, no compromise, and no increase in the pe over 10-15 minutes. The physicians considered that this is too small of a pe for this drop in blood pressure, so the vascular surgeons were called to rule out retroperitoneal hematoma, which the exclusion being performed at 10:00 am. At 10:05 am, repeated adrenaline medication administration was necessary, and the pe was noted to have grown to 1.13cm-1.3 cm, so the decision was made to perform a subxiphoid pericardial puncture and pericardiocentesis at 10:08 am. The aspirated amount of blood did not match the pe of 1.3cm, as there was far too much dark blood noted during the aspiration. The patient then became unstable and required resuscitation at 10:19am, catecholamine, blood reserves, and plasma administration as well as a chest compression system device. As this was occurring, the team was organizing a transfer to cardiac surgery, but at 10:44 am a 1.54 cm pe was observed on the tte and at 11:07am there was still no return of spontaneous circulation (rosc), so a decision was made to discontinue therapy. At 11:16 am, the patient was pronounced dead, approximately one (1) hour after the closure device was implanted. In the physician's opinion, improper location of the initial deployment of the wds caused the pe.